Event description:
It has been reported that the device is failing self-test. And device speakers are not functioning properly.

Event description:
It has been reported that the device is failing self-test.